Manufacturer narrative:
The fbf instrument involved with this event has been received and tested by failure analysis. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable. Further inspection found no abnormally sharp or damaged components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable snapped on a fenestrated bipolar forceps (fbf) instrument. It is unknown if a fragment fell inside the patient. An x-ray was performed on the patient after completion of the procedure.